Event description:
Patient reported a left side "rupture." Patient later reported a "cyst" and "irregular contour and heterogeneous content, with loss of definition of its limits and with some loculated fluid collections in the periprosthesis." Physician reported "breast pain." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported rupture for an unspecified side. Device remains implanted.